Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during the dental list they encountered a problem with the size six nasal tubes. Once inserted the balloons deflated on four separate tubes, three of which came from the same lot. There was patient involvement and unknown patient harm/adverse event reported. This complaint was created to capture the 2nd of 4 related incidents.

Manufacturer narrative:
B3: date of event and d5: operator of device are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.